Event description:
Medtronic received information via literature regarding one-year clinical outcome for patients after transcatheter aortic valve implantation (tavi). All data were collected from a single italian center. The study population included 101 patients who were predominantly male with mean age of 81 years. All patients were implanted with a medtronic corevalve bioprosthetic valve (unique device identifier numbers not provided). Among all patients 17 deaths occurred. There were three deaths within one day due to cardiac tamponade (1), life-threatening arrhythmia (1), and tavi failure (1). There were three deaths within one week due to stroke (1), lung failure (1), and refractory cardiogenic shock (1). There were 11 deaths within one-year follow-up due to non-cardiac causes (10) and refractory heart failure (1). Based on the available information medtronic product may have been associated with the deaths. Among patients, adverse events included: major bleeding event, peripheral vascular complications, nonfatal stroke, new onset left bundle branch block (lbbb), and second- or third-degree atrioventricular block requiring permanent pacemaker implant. Based on the available information medtronic product was associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: carrabba et al. Impact on left ventricular function and remodeling and on 1-year outcome in patients with left bundle branch block after transcatheter aortic valve implantation. Am j cardiol. 2015 jul 1;116(1):125-31. Doi: 10.1016/j.amjcard.2015.03.054. Epub (B)(6) 2015. Earliest date of publish used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated b1 to "adverse event product problem" due to unspecified tavi failure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.